Event description:
Home patient (hp) reports patient line of homechoice set was not priming completely. Hp was able to complete treatment after reprime attempt. Hp notes cramping and pain between her shoulder blades due to excess air. Per hp, there was no patient injury or medical interventin as a result of incident.